Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) was confirmed. As received, the monitor failed incoming testing as it reset during pulse testing. Upon evaluation, there was liquid contamination inside the unit. The cause of the code 107 (multiple abnormal shutdowns) and the incoming test failure is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the monitor produced service code 107.